Manufacturer narrative:
The following devices were also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-319; lot# wd6n. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# gpdfd. Triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# s8kxc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain & swelling involving a triathlon insert was reported. The event was confirmed. Conclusions: the event of pain was confirmed by a clinical review. Review of an MRI demonstrated left sided lumbar spinal stenosis. The patient's pain appears to be origingating in the lumbar spine and unrelated to her knees. No further investigation is possible at this time. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient¿s daughter called, stating that her mother is experiencing pain and swelling from a right knee replacement on or about (B)(6) 2012. Has been in pain since day one.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient¿s daughter called, stating that her mother is experiencing pain and swelling from a right knee replacement on or about (B)(6) 2012. Has been in pain since day one.